Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Reportedly, the altitude alarms were cleared by loading a new cartridge. Multiple attempts were made to obtain additional information, but the customer did not respond to attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.